Manufacturer narrative:
The actual device was returned for evaluation with an undetermined malfunction. Reliability engineering evaluated the device and observed that the device was bent and had a drilled foot. Therefore, the reported condition was confirmed. It was determined that this was due to failure to follow the directions for use. When the burr device was improperly loaded into the device, and then installed onto the drill, the burr device did not seat properly in the locking chamber. The device was forced into a position which placed the distal tip of the burr device into compression. The tip of the burr was in direct contact with the neuro tip of the device. When the drill was started, the burr device drilled into or through the neuro tip. The assignable root cause was determined to be due to misuse, abuse and/or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that the craniotome had an undetermined malfunction. During in-house engineering evaluation, it was observed that the device was bent and had a drilled foot. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.